Event description:
A zoll distributor returned electrode sn (B)(4) to report that the belt does not communicate with a monitor.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt cannot communicate with a monitor) has been confirmed. As received, the belt could not communicate with a monitor. Upon evaluation, the red (can h) the white (drvn gnd) wires were found to be open inside the trunk cable. The cause of the failure was open the open wires. The root cause of the open wires cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt.